Event description:
Complainant alleged that during a routine shift check by a clinician, the device had a "pace problem." The customer was not able to provide more specific information. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Based on our investigation and confirmation from the customer, the reported malfunction of a "pace problem" was determined to be that the device was in the incorrect mode. Although the malfunction as stated by the customer was not observed, the investigation showed that when pace was selected, the device wasn't always in pace mode, which is related to the customer's complaint. The malfunction was attributed to a system interconnect flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.